Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-17, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, 0.7 mg/day) via an implantable pump for non-malignant pain. It was reported the patient had an increase in pain. The rep was unaware of any factors contributing to this. No diagnostics/troubleshooting was performed. No interventions were taken. The pump and catheter were planned to be explanted on (B)(6) 2020. The issue was resolved at the time of this report.